Manufacturer narrative:
Patient medications include but are not limited to: colazal, toprol xl, allopurinol, pletal, lipitor, multi vitamin, aspirin. As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla260300/14880601, pxc141400/15749668 a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the patient expired in his home. It was reported that the patient experienced some abdominal pain, had gone to the bathroom and died. The cause of death is unknown and no autopsy will be performed.

Manufacturer narrative:
A review of the manufacturing records for the all devices verified that the lots met all pre-release specifications.